Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. The patient experienced a fall prior. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible in clinic with pocket manipulation. The lead was explanted and replaced. The patient was in great condition.